Event description:
It was reported that there is a leak near the heater. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There was a cracked float switch. The problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that there is a leak near the heater. No patient involvement. Event date unknown.

Manufacturer narrative:
Corrected data: updated description of event. No patient involvement.